Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging unusual issue as "when strip is inserted, screen turns black and powers off on its own." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.